Manufacturer narrative:
On (B)(6) 2025, the patient (pt) provided additional information. The pt reported that ¿you have all the documents of the ophthalmic doctor, I do not have more information than those given by the doctor.¿ the pt reported that the treatment is completed and there is no permanent damage or scarring noted. The pt has returned to contact lens wear (date not provided). No additional medical information was provided. No additional medical information is expected. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Event description:
On (B)(6) 2025, a johnson and johnson vision care employee reported that a patient (pt) in france reported a diagnosis of corneal ulcer in the right eye (od) on (B)(6) 2025 while wearing an acuvue® vita¿ brand contact lens (cl). The pt reported inserting a new cl in the od after following the usual protocol of ¿clean hands, clean environment, clean eyes.¿ ¿just after inserting¿ the suspect cl in the od, the pt reported a ¿very strong burning sensation as if the product contained in the blister pack in which the lens was immersed was another irritant.¿ the pt removed the cl and inspected it to see if the cl was torn, but no defects were found. The pt reported a friend ¿rinse my eye with dacudose, who noticed small grains on the eye and continued to clean it by rinsing it thoroughly.¿ the burning sensation ¿remained very present.¿ after an hour of burning pain, the ¿irritation¿ subsided and the pt went to optician and then to the pharmacy to buy vismed, which slightly relieved the pain at the time, ¿but it didn¿t return quickly enough.¿ the pt made an appointment with an eye care professional (ecp) the same day. The ecp ¿made a diagnosis using an orange dye and a special light, there was an ulceration of the eye.¿ ¿result: 7 days of lens avoidance + azyter antibiotic treatment twice a day for 3 days.¿ on 07aug2025, a call was placed to the prescribing ecp for additional information. The ecp reported that the event occurred on 21jun2025, and 1 cl was affected. On 13aug2025, a call was placed to the prescribing ecp for additional information, but no additional information was known. A representative advised the pt will be contacted for additional details. No additional information has been received. The od suspect lot number is unknown. The suspect product has been requested for return for evaluation, but it has not been received. If any further relevant information is received, a supplemental report will be filed, as appropriate.